Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had tubes/extenders with molding defects that can be used, samples not stored at proper temperature. The following information was provided by the initial reporter: the customer stated: "the outer box was not damaged but the sample collection tubes packaged in the ppd kit box are all broken. There are no scratch on the surface of the tubes but they are deformed. It is believed the tubes are softened by heat and deformed by negative pressure.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for collapsed tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately, but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient.

Event description:
It was reported before use the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had tubes/extenders with molding defects that can be used, samples not stored at proper temperature. The following information was provided by the initial reporter: the customer stated: "the outer box was not damaged but the sample collection tubes packaged in the ppd kit box are all broken. There are no scratch on the surface of the tubes but they are deformed. It is believed the tubes are softened by heat and deformed by negative pressure.